Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain, failed back surgery syndrome, and chronic low back pain. The pump contained an unknown brand of morphine. It was reported by a friend/family member the catheter was dislodged and the patient was in horrible pain. The patient kept telling the doctor the morphine wasn¿t working. The patient finally convinced the doctor to do a dye study, and they discovered the catheter was dislodged. The patient had surgery on (B)(6) 2016 to correct this. The event started about 6 months ago per the friend/family member. The friend/family member was going to follow-up with the health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.